Event description:
It was reported that caller stated the lead integrity alert tripped. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Programmer data shows a lead integrity alert on (B)(4)-2011 03:00:21. Impedance - high resistance/impedance, 2 - patient alerts for rv. Pace lead z>3000 ohms (B)(4)-2011 03:00:05 and (B)(4)-2011 03:00:03. Weekly pace measurement log data in s2d file (B)(4) shows an increase for min and max v.pace= 1120 to 1552 ohms peak between (B)(4)-2009 and (B)(4)-2011. Sensing - interference/noise ventricular short interval count v-sic=156.1 counts avg/day, in 2.1 days, between (B)(4)-2011 12:50:37 and (B)(4)-2011 14:15:56.